Event description:
During home use, the caregivers were being trained on use of ventilator. The breathing circuit was removed to drain water from it. During this procedure, it was reported that the ventilator stopped ventilating and the unit alarmed as expected. Alarm was silenced by reset. The patient was manually ventilated for 30 minutes, while caregivers were instructed how to reset and start the ventilator. During the instruction, the ventilator alarmed again. All alarms functioned normally. No further patient issues were reported. No permanent patient injury occurred as a result of this event. It should be noted that the ventilator is designed to cut back the air flow to a minimum if the breathing circuit is removed. It is unknown if the user mistakenly thought that the ventilator was shut down, when the device may have just cycled to minimum.

Manufacturer narrative:
No device returned for evaluation.